Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information in outcomes attributed to adverse event, common device name, device available for evaluation, initial reporter name and address, PMA/510k, device evaluated by MFR. The corrected information is reflected in this report. The manufacturer previously reported in outcomes attributed to adverse event hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage. After review, it was determined no hospitalization (initial or prolonged) and required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in outcomes attributed to adverse event. The report should have been sent for product problem only in adverse event or product problem. Common device name was previously mentioned as bzd, which is correctly updated in this follow up report. UDI number was incorrectly reported in the previous report. Device available for evaluation was incorrectly reported in the previous report, which is correctly reported in this follow up report. Initial reporter name and address was missing in the previous report, which is correctly updated in this follow up report. PMA/510k was incorrectly reported in the previous report, which is correctly reported in this follow up report. Device evaluated by MFR was incorrectly reported in the previous report, which is correctly reported in this follow up report. Type of investigation code 4112 was incorrectly reported in previous report, which is correctly reported in this follow up report.